Manufacturer narrative:
Product analysis: the product remains implanted, therefore no product analysis can be performed. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Per the instructions for use (IFU), conduction disturbances are a potential procedural complication and are associated with any cardiac or thoracic procedure, open or catheter-based, and can be resolved with medical treatment or the implant of a permanent pacemaker. According to literature review and the valve academic research consortium (varc), the close anatomical relationship between the aortic valve complex and the branching atrioventricular bundle may provide an explanation for these complications of the procedure. Other factors that could contribute to the onset of conduction defects include underlying heart disease, electrolyte disturbances and certain medications (i.e. Beta blockers, calcium channel blockers). In this case, the exact cause of the reported heart block cannot be confirmed. (B)(4).

Event description:
Medtronic received information that three days following the implant of this transcatheter bioprosthetic valve, the electrocardiogram showed left bundle branch block and complete heart block. Subsequently a permanent pacemaker was implanted with no adverse patient effects.

Event description:
Medtronic received additional information that five months post implant, a moderate paravalvular leak (pvl) was noted and the patient required insertion of an aortic valve plug.

Manufacturer narrative:
Medtronic received additional information that 15 months post implant, a moderate paravalvular leak (pvl) was noted and the patient required insertion of an aortic valve plug. The pvl improved slightly, however the procedure did not resolve it. Post intervention echocardiogram revealed continued moderate aortic regurgitation. No adverse patient effects were reported.

Manufacturer narrative:
Additional information was received that five months after the implant of this transcatheter bioprosthetic valve, the patient died. It was reported, by the patient's family member, that the patient died of cardiopulmonary arrest due to congestive heart failure (chf). An autopsy was not performed and the device was not explanted. (B)(4).

Manufacturer narrative:
Correction: a previous report incorrectly listed the length of time post-implant that a moderate paravalvular leak was noted as 15 months instead of 5. The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted these events. Conduction disturbances, heart block and arrhythmias are known potential adverse effects and can be resolved with the implant of a permanent pacemaker with the risk-benefit ratio in favor of the percutaneous aortic valve. In this case a permanent pacemaker was implanted and no other related adverse effects were reported. The reported information regarding the paravalvular leak (pvl) does not indicate a potential manufacturing issue. Post-implant occurrence of paravalvular leak and aortic regurgitation after an extended time period can be caused by a variety of factors, including changes to patient anatomy or pre-existing medical conditions, and the root cause could not be determined from the information provided. In this case, treatment was conducted with the insertion of an aortic plug which improved the pvl slightly but did not resolve it.

Manufacturer narrative:
F information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction: in follow-up report (B)(4) incorrectly indicated that the patient expired 5 months after implant, however the patient expired 10 months after implant. The date of death in follow-up report (B)(4) is correct. Conclusion: congestive heart failure (chf) can be due to several factors/mechanisms, one of which is valve failure. In this case, moderate paravalvular leak (pvl) five (5) months post-implant was previously reported, however, no new information was received regarding the functionality of the device at the time of death (10 months post-implant). Medtronic's investigation suggests no device quality deficiency that may have caused or contributed to this event.